Event description:
It was reported that the arctic sun device received an alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). Nurse had already turned the machine off and on three times. Mis explained that this device would need to go to biomed. Per work order update on 03-jan-2023, biomed received the device and did a calibration for the alarm 74 non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). But now they were getting an alarm 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degree celsius), coming in for investigation. Per follow up information received via email on 03-jan-2023, biomed was still having calibration errors. No patient involvement. Per sample evaluation results received on 12apr2023, it was reported that the initial test, preformed function checks, unit alarmed 37 (water temperature high), t1 (outlet monitor temperature) and t2 (outlet control temperature) out of range. It was stated that the observed erratic flow rate. It was also stated that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that molded tube showed signs of damage. It was also noted that replaced tank tubing, molded tube, power inlet module and cca ca card.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. As the reported issue was unconfirmed and not a manufacturing or supplier related failure a device history record review was not required. The reported event was unconfirmed, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). Nurse had already turned the machine off and on three times. Mis explained that this device would need to go to biomed. Per work order update on (B)(6) 2023, biomed received the device and did a calibration for the alarm 74 non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). But now they were getting an alarm 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degree celsius), coming in for investigation. Per follow up information received via email on (B)(6) 2023, biomed was still having calibration errors. No patient involvement.